Event description:
After 22 months of implant, the left patella was explanted because shear stress caused the cement mantle to fail. The implant was not returned; however, it was reported that some amount of cement was left on the back side of patella.